Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 134 mg/dl. Customer was vomiting. The paramedics were called by the customer en route to the hospital, he was too sick to drive. Paramedics transported customer to the hospital. The blood glucose reading at the time of the event was over 900 mg/dl. Customer is treated with IV and manual injections. During troubleshooting, the time and date are incorrect. Corrected the time and date. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.